Manufacturer narrative:
The following field was updated with corrected information: b.5. Describe event or problem: it was reported that while using 3 bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin there was bacterial contamination found in three tubes. There was no patient impact. The following information was provided by the initial reporter: "according to the customer's report, what appeared to be bacteria was found to be floating in the liquid." H.6. Investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2286595 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and one other complaint has been taken on this batch. Retention samples from batch 2286595 (10 tubes) were available for inspection. No media defects or evidence of contamination were observed in 10/10 retention samples. For investigation, two retention tubes went into incubation. One tube was incubated in the 20-25 degrees celsius, and the other tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of microbial growth or particles. There was no change in the color and clarity of the media the media remained medium yellow clear to trace hazy as described in the certificate of analysis. Three photos were received for the investigation: ¿ the first photo shows three tubes from batch 2286595. The media in the tube appears clear medium yellow as described in the certificate of analysis. There does appear to be a tiny black particle in the tube on the right. ¿ the second photo shows the labels of three partial tubes from batch 2286595. ¿ the last photo shows the bottom of three partial tubes. The focus is on the media. There are tiny black particles in the tube on the left and the tube on the right. Returns were received to assist with the investigation. A medium sized shipping box was received with packing air bubbles and three tubes from batch 2286595. The media in all three returned tubes is hazy/sedimentation like with tiny black particles. All three returned tubes were incubated at 33-37-degrees celsius. At the end of a seven-day incubation period, there was no microbial growth observed and no change in the media color and clarity. One tube was further examined the media was poured onto a napkin the black particles were tiny. One particle was observed under the microscope the particle resembled plastic material. The particles are non-biological. The particles resemble plastic cap-like material that can be ground or chipped during the torqueing process. This complaint can be confirmed based on the evidence provided by the returns and photos received. No complaint trends for this defect has been identified for this product ;no actions are indicated at this time. Bd will continue to trend complaints for contamination/black particles.

Event description:
It was reported that while using 3 bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin there was bacterial contamination found in three tubes. There was no patient impact. The following information was provided by the initial reporter: "according to the customer's report, what appeared to be bacteria was found to be floating in the liquid."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin there was bacterial contamination found in three tubes. There was no patient impact. The following information was provided by the initial reporter: "according to the customer's report, what appeared to be bacteria was found to be floating in the liquid."